Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 11-sep-2022, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 11-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep) regarding a trial patient. It was reported that the patient went to the emergency room due to severe pain following their trial procedure. The rep stated that the patient was programmed on (B)(6) interspace at the bottom of the lead. The patient indicated that they were feeling fine during and after programming, so they went to lunch. After lunch, the patient began to experience severe pain, thus the device was turned off. However, despite the device being off, the pain persisted. No contributing factors were reported. The rep stated that the physician removed the leads on the night of (B)(6) 2018. The patient was discharged home on (B)(6) 2018 and returned to baseline. The issue was resolved at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.